Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and a correction bolus was delivered. The bg level dropped; however, then started to rise again. The cause of the high bg was not known. There were no pump alerts or alarms and there was no observed damage to the pump supplies. The customer was admitted to the hospital due to diabetic ketoacidosis (dka) and was treated with an insulin drip. The pump was turned off as the customer was not using it during the hospital stay. The customer had not yet been discharged. No additional information was provided at the time of the report. Although multiple requests were made to obtain the discharge date, there was no reply to the requests.